Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Miradry's consulting medical advisor suspected the ulcerations at the injection sites were caused by anesthesia solution (possibly contaminated lidocaine bottle) and not miradry treatment, since the injection sites were not directly treated with the device. Miradry suggested to the clinic to stop using the box of lidocaine bottles. The ulceration rate seen (41 worldwide incidents out of estimated 185,000+ procedures performed to date) is approximately (B)(4) of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who developed bilateral ulcerations at the anesthesia injection sites 10 day post miradry treatment. Patient applied neosporin for a few days with minimal relief. Mupirocin ointment and antibiotics (doxycycline) were prescribed. A culture was taken after the antibiotics were prescribed. At 1.7 months post-treatment, the clinic confirmed the ulcerations healed.